Manufacturer narrative:
Investigation summary: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Event description:
It was reported while using bd eclipse¿ needle 25g the needle was clogged. There was no report of patient impact. The following information was provided by the initial reporter: health nurse met a great amount of resistance when pushing plunger on syringe. Nurse was not able to administer the remaining 0.1ml of the vaccine. Nurse withdrew and changed needle on the syringe. Nurse was able to administer the remaining 0.1ml of the vaccine, however, there was still a bit of resistance when administering the remaining amount. Patient was able to receive appropriate dosing of the vaccine. Unknown if the issue was the needle or the syringe.